Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device exhibited a screen delamination during training, and the user was instructed to complete training without initiating therapy on the affected device. Symptoms included no reported clinical effects. Outcomes included no reported impact to the user and no alarms. Investigation included remote troubleshooting support and education and receipt and inspection of the returned device. Investigation of this case revealed a hardware cosmetic and functional integrity issue consistent with screen delamination, with no performance alerts observed during the event. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure related to the display assembly.